Event description:
Related manufacturer reference number: 2017865-2021-35390. It was reported the asymptomatic patient's right ventricular lead and atrial lead were oversensing noise. Both leads were explanted and replaced without issue. The patient was stable throughout.